Event description:
Re: breast implants natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants. After noticing pains and one side enlarged and tender my dr. Requested an MRI. Result is that the left has intracapsular rupture. Right is intact. Implants were done (B)(6) 2016. These are the recalled implants. Patient is status post bilateral mastectomy with implant reconstruction. Left reconstructed breast: there is a left subpectoral silicone implant with subcapsular and inguinal sign, consistent with intracapsular rupture. No evidence of extracapsular rupture. Right reconstructed breast: there is a right subpectoral silicone implant without intracapsular or extracapsular rupture. Trace amount of fluid along the implant which is within normal limits.